Manufacturer narrative:
Per aita regulations, only the lid and not the actual battery can be shipped back to the manufacturer. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The cover lid of the sonnet rechargeable battery fell off. Neither patient contact to battery chemistry nor any injuries were reported. As per additional information from the device supplemental sheet, a crack was visible. Per aita regulations, only the lid and not the actually battery will be shipped back to the manufacturer.

Manufacturer narrative:
Conclusions: the device supplemental sheet for rechargeable batteries was inspected upon arrival; according to it, a broken off lid was observed. Despite the concerned parts were not actually received for investigation, as per manufacturer's experience the observed issue is likely related to the manufacturing process of gluing the cap to the battery, which is being improved. The damage to the battery was clearly the reason for its malfunction. Additionally, a visible crack was stated in the supplemental sheet, but this was confirmed to refer to the detached battery cap and not to the housing.this is a final report.

Event description:
The cover lid of the sonnet rechargeable battery fell off. Neither injury nor health damage was reported. No electrolyte leakage was reported.